Event description:
It was reported that following urinary foley catheter insertion, during inflation of the foley catheter balloon with sterile water, pop sound heard and unable to inflate balloon. Catheter removed and looked at. When injecting water for balloon inflation, water leaking next to injection port and unable to inflate balloon. When hole where water was leaking from was covered with finger next to injection port, able to inflate balloon. Per additional information received on 21mar2025, stated that it increased the anesthetic time due to faulty catheter having to be removed and replaced with a new one. New catheter was inserted into patient without issue. Incident report has been entered into the hospitals risk management system (cims), flagged as sac 3 ¿ insignificant harm. Per follow up information received via ibc on 24mar2025, customer confirmed that balloon ruptured.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used all-silicone foley catheter with packaging. Verified material number: 1758124, batch number: nght1122 and manufacturing lot number: nghs2306. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked from a tear measuring 0.3180 inches on inflation funnel. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that following urinary foley catheter insertion, during inflation of the foley catheter balloon with sterile water, pop sound heard and unable to inflate balloon. Catheter removed and looked at. When injecting water for balloon inflation, water leaking next to injection port and unable to inflate balloon. When hole where water was leaking from was covered with finger next to injection port, able to inflate balloon. Per additional information received on 21mar2025, stated that it increased the anesthetic time due to faulty catheter having to be removed and replaced with a new one. New catheter was inserted into patient without issue. Incident report has been entered into the hospitals risk management system (cims), flagged as sac 3 ¿ insignificant harm. Per follow up information received via ibc on 24mar2025, customer confirmed that balloon ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.